Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning at this time. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that post-deployment, the device was held negative for 2-3 seconds prior to attempting withdrawal. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician: deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to move the delivery system. The balloon likely did not fully deflate because negative was not held long enough, causing resistance during withdrawal as the partially deflated balloon interacted with the deployed stent implant. The shaft likely became separated as a result of inadvertent mishandling as resistance was met during withdrawal.

Event description:
It was reported the procedure was to treat a lesion located in the moderately calcified right coronary artery. After pre-dilatation of the lesion, the first 3.0x38 mm xience xpedition stent was implanted distally. A second 3.5x18 mm xience xpedition stent was implanted at 16 atmospheres, overlapping the proximal end of the deployed stent. Resistance was felt during retraction of the second stent delivery system (sds) balloon from the stent, which was confirmed to be fully apposed to the vessel wall. It was observed on fluoroscopy that the distal part of the xpedition shaft (including the balloon), approximately 3 cm from the proximal balloon seal, had separated and remained in the radial artery. There was no report of excessive force used to remove the sds. It was also observed that the balloon was not fully deflated. A goose neck snare device was used to retrieve the separated shaft successfully. Radial access was lost and it was necessary to use femoral access to perform angiography. Additionally, it was stated that the patient had undergone a procedure in 2007, during which a bare metal stent was deployed in the same artery at the proximal level; however, there was no resistance reported advancing through that previously deployed stent to reach distally. No adverse patient effects were reported. No additional information was provided.